Event description:
Boston scientific received information that this pacemaker showed 2.5 years remaining longevity with a magnet rate of 90 ppm. Boston scientific technical services (ts) discussed factors affecting longevity estimate and advised increased follow up sessions as device was already at elective replacement near (ern). No adverse patient effects. The pacemaker remains in service.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information reported that the pacemaker's magnet rate returned to 100 ppm several months later. Ts noted that a decrease in the patient's pacing threshold measurements during this time may have contributed to the change. Ts also reiterated that different factors could affect the longevity estimate. No adverse patient effects were reported.

Manufacturer narrative:
--